Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. The patient's parent stated the checked the patient's receiver and it was displaying 200 mg/dl. The mother went to the bathroom to shower while the patient was doing a jigsaw puzzle. After her shower, she found the patient on the floor unconscious. She called 911 and when the paramedics arrived, they checked the patient's blood sugar. The bg value was not provided; however she reported that it had dropped extremely low. The paramedics provided unspecified treatment to increase the patient's blood sugar. The patient's mother stated it might have been an IV but was unsure. The paramedics transported the patient to the hospital due to a possible head injury when the patient fell and lost consciousness. While at the hospital, the patient's sensor was not working because they did not have her receiver with them. The patient was admitted for two days in the emergency room and then was transferred to a room. The patient was discharged on (B)(6) 2022. At the time of the report, the patient was doing good but had to use a walker for balance. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
The patient was discharged on (B)(6) 2022.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction to the following statement in the initial MDR, "the patient was discharged on (B)(6) 2022." H2: correction.